Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2014-03409 and 5099803-2014-03410 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2014 that two flexiva 1000 laser fibers were used during a procedure for treatment of ureteral stricture performed in the ureter on (B)(6) 2014. Reportedly, the laser unit was set to 25 hertz x 1.5 joules and increased to 2 joules then turned down to 1.5 joules as it burned back more quickly. According to the complainant, during the procedure, the first flexiva 1000 laser fiber burned back within 3 minutes during use (the subject of MFR report #3005099803-2014-03409). A second flexiva 1000 laser fiber (the subject of MFR report #5099803-2014-03410) was used and also burned back within 3 minutes. The procedure was completed with another flexiva 1000 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.

Manufacturer narrative:
Evaluation findings of fiber tip detached. Visual analysis of the returned laser fiber revealed that there was no exposed glass tip. The noted damages on the fiber tip would give the user an impression that the fiber degraded quickly. However, the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip was detached. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was bright, clear and slightly scattered with effective transmission measured 79.5%. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.